Event description:
The introducer did not go in on the first attempt. The nurse made a second cut, and inserted the introducer. The nurse stated, she pushed it in too far, and the guidewire became lost inside the pt. The nurse applied a tourniquet until a surgeon could retrieve the lost guidewire.

Manufacturer narrative:
The device has not been returned to the MFR for eval. Chr showed no other similar product complaint(s) from this lot number.